Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "deterioration and rupture of the device", "device found completely exploded upon explant", "patient felt a "gravity sensation" on the right breast". The device has been explanted.

Event description:
Healthcare professional reported for right side "deterioration and rupture of the device", "device found completely exploded upon explant", "patient felt a "gravity sensation" on the right breast". The device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.